Event description:
An altitude alarm was reported on the customer¿s pump. Blood glucose levels at the time of the event were recorded as being between 54-500 mg/dl, but specific impacts were not detailed. Customer service instructed the caller to clean the pump's speaker holes and remove and reconnect the cartridge. After these steps, the customer successfully resumed insulin delivery and the alarm did not recur, resulting in the pump returning to normal operation. Customer service provided additional tips to prevent future altitude alarms.